Event description:
The dealer reported that the consumer stated that they pulled the wheelchair out of a vehicle and the foot plate was broken. There was not anyone in the chair at the time the incident occurred. This issue could prevent the user from having adequate foot support to prevent them from sliding out of the chair and sustaining injury.